Event description:
The customer reported that during use of this shaver vortex router with handpiece to perform a subacromial decompression of the right shoulder, the patient received a superficial burn to his skin described as a long small streak where the blade touched the patient's skin. This event was detected by the surgeon at the completion of the procedure. Ointment and a jelonet dressing were applied to the affected area.

Manufacturer narrative:
The user facility reported that the patient's skin was already tender looking from a sunburn. It was also reported that during the procedure, one of the shaver blades clogged during use and fluid could not pass thru the blade. To date, this bur has not been received for investigation. A follow-up report will be sent upon receipt of the device and completion of the investigation. Associated reports: MDR 1017294-2009-00089, MDR 1017294-2009-00093.